Event description:
A hospital in (B)(6) reported that an rt235 infant dual heated evaqua breathing circuit was leaking during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the expiratory limb of the complaint rt235 infant dual heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4). It was visually inspected an pressure tested for leak. Results: visual inspection revealed a hole in the evaqua expiratory tube approximately 3mm x 4mm located 97mm from the proximal connector. The pressure test revealed that the returned evaqua expiratory tube exhibited leak and was out of specification. A lot check could not be performed as the lot information was not provided. Conclusion: based on the inspection carried out, the returned evaqua expiratory limb appeared to have been punctured with a blunt object. All rt235 infant dual heated evaqua breathing circuits are pressure and flow tested during production. Any circuits that fail are rejected. This suggests that the subject breathing circuit was damaged after it was released for distribution. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt235 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and third-party circuit hangers. The user instructions that accompany the rt235 infant dual-heated evaqua breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported that an rt235 infant dual heated evaqua breathing circuit was leaking during use. No patient consequence was reported.